Event description:
A treatment provider reported that a patient treated to the unknown area with an unknown device on (B)(6) 2021 presented with paradoxical adipose hyperplasia.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of previous medwatch report a correction was noted in section h10. Corrected statement is the following : subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01544-00.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01567-00

Event description:
A treatment provider reported that a patient treated to the unknown area with an unknown device on(B)(6) 2021 presented with paradoxical adipose hyperplasia.

Manufacturer narrative:
It has been identified that this record, mrn 3007215625-2021-01567, is a duplicate of mrn 3007215625-2021-01544. Please see mrn 3007215625-2021-01544 for reportable events. This record was previously un-reported.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see emdr-01980 as the operating record related to this complaint. This record was previously un-reported.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia.